Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the implant had premature battery depletion. It was noted that there may have been a potential drag on the battery due to high voltage usage. The battery was interrogated to confirm the life of the battery was depleted. A replacement of the implant was scheduled and completed and the issue was resolved at the time of the report. Further information received from the representative reported that the battery depleted normally and that the patient recovered without sequela. No patient symptoms reported.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomalies, normal end of life and telemetry and output okay. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referencing the #0 and #8 electrodes} electrode. The end of service (eos) bit was reset using a lab programmer in order to test the output. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.